Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that an occlusion alarm occurred. Customer did not recall if blood glucose was impacted. Pump supplies were changed and insulin delivery was resumed. As the event occurred in the past, tandem technical support could not determine cause of occlusion.